Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the system displayed an error message 3d disabled, connected but not ready involving the imaging system. It occurred intra operatively and there was less than an hour delay to the case. No reported impact to the patient. Troubleshooting was performed that switched from handswitch to the footswitch and issue was resolved. Fse found in the logs the doctor inadvertently hit the 2d mode on the keyboard while typing on his own laptop while it was sitting on the mobile viewing station (mvs) keyboard. And resolved the case on call. Issue occurred in the last hour or so of the case when already ran multiple spins prior. And suddenly the message 3d disabled, connected but not ready came up and the imaging system would spin with the hand piece. And tried switching to the foot pedal same message. Turned the imaging system off and on the tried again same message. Tried another foot pedal and it was able to complete a 3d spin. That seemed odd to me considering we had already tried a foot pedal once before. So the following spin had the radiology tech use the hand piece just to see and it ran like normal. So not really sure what happened. But if were to make an educated guess believe someone may have pressed a key on the imaging system keyboard that placed it in a mode where it was not able to run a 3d spin. Patient was not harmed and after that small miscommunication with the stealth and imaging system the case went great.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.